Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was sleeping and the pump alarmed button error. The customer stated that he was unable to clear the alarm because the buttons are not responding. The customer stated that the pump alarmed battery out limit after he changed the batteries. Customer was advised to connect to his new pump and revert to his back-up plan.